Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hematoma (access site adverse event) could not be determined due to insufficient clinical information. H6: component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. Section d1 brand name was corrected accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 58-year-old male patient presenting with cardiomyopathy, scai shock stage d. The patient had a history of diabetes mellitus. Bleeding was noted from the axillary graft with a hematoma forming. The patient was taken to the operating room for exploration, where the bleeding source was identified and repaired without additional issues. No harm was reported, and the patient remained on support. The reported hematoma and major bleed requiring surgical intervention is consistent with access site complications and the anticoagulation and purge requirements associated with impella support, which are known risks described in the instructions for use. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.